Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant, using large flexnav delivery system. The annulus was measured to be 73.1mm perimeter, 402mm square area, 22.6mm annulus derived diameter. After crossing the aortic valve with 14mm non-abbott balloon, the patient went to complete heart block and needed pacing. Balloon aortic valvuloplasty was done and the navitor valve was attempted. During deployment as per instruction for use (IFU), the valve landed too high. The valve was recaptured, and a new attempt was performed. During the second attempt, the valve was constrained and non-uniformly expanded. The patient lost cardiac output and had invasive systolic pressure of 30mmhg, cardiopulmonary resuscitation (CPR) was performed. Valve recaptured and retracted to ascending aorta. Aortic valve re-crossed with the same valve and attempted deployment; however, the valve was constrained in non-coronary cusp (ncc) and was non-uniformly expanding. The valve re-captured and removed from the patient while undergoing CPR. A new 27mm navitor valve was loaded and attempted deployment. Valve delivered during CPR in a deeper position: 7mm ncc, 6-7mm left-coronary cusp (lcc), 6-7mm right-coronary cusp (rcc). There was still moderate aortic regurgitation (ar) present in the annular area. There was sufficient calcium to allow sealing. Patient was still having CPR administered by several health care professionals. The patient had an episode of ventricular fibrillation (vf), requiring 360 joules shock. It was indicated there was no rhythm and no cardiac output. A new 23mm non-about was deployed in the desired position. The patient still had no cardiac output. 15 minutes of CPR was given after the last valve deployment and no output or cardiac rhythm. Patient passed away.

Manufacturer narrative:
An event of the valve not fully expanding, hypotension and cardiac arrest was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve may not be correctly sized based on provided dimensions (perimeter within range, area and annulus diameter slightly below range), and the calcium was fairly distributed on the leaflets with a significant calcific nodule in the non-coronary cusp. No information was received regarding aortic angle or implant depth. It was also noted that the valve placement was too high on the first deployment attempt, and the valve was constrained and non-uniformly expanded during the second deployment attempt. The patient lost cardiac output and had invasive systolic pressure of 30mmhg, cardiopulmonary resuscitation (CPR) was performed. The valve was recaptured and retracted to ascending aorta. The aortic valve re-crossed with the same valve and attempted deployment; however, the valve was constrained in non-coronary cusp (ncc) and was non-uniformly expanding. The valve re-captured and removed from the patient while undergoing CPR. The device was received in the lab, and no anomalies were found with the device. The test large flexnav delivery system was used to load the returned navitor, and retracted the valve into the delivery system and deployed the valve without any difficulties and with ease. No damage or anomalies were noted. Based on the available information, the root cause of the reported event could not be conclusively determined.